Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was unknown. The customer was treated with needle and insulin pump. The troubleshooting was performed. The customer was advised that we are going to sent tubing clamps to continue troubleshooting. The patient was advised to call back when they receive the tubing clamps. The patient was advised to change entire set, reservoir and insulin and treat per health care provider instructions.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.